Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The sample was repeated on a dimension exl 200 instrument and resulted higher. Neither result was reported to the physician(s). A precision study was performed on the sample on the dimension exl with lm instrument after troubleshooting, and the mean result matched the repeat of the dimension exl 200 instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace the quiklyte sensor and condition the system. Upon a follow-up, the customer stated no further issues occurred on quality controls or patient samples. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.